Event description:
The patient reported via social media that ever since getting the vns, the patient has experienced pain, difficulty sleeping, and also experienced a broken c6 vertebrae and sprained ankles which appear to be attributed to worsening seizure experience since being implanted with vns, since the patient reported never having injuries associated with seizures prior to vns. No additional relevant information has been received to date.